Event description:
It was reported the guidewire could not be pushed through the stent. The procedure was completed by replacing a new stent. Upon the return of the sample it was found to have been broken.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/ reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.